Manufacturer narrative:
The unit was received at the service center for the complaint of ¿no audible sounds¿. The complaint of no audio was verified as it was duplicated. A physical analysis was performed on the unit. There was physical damage noted(back case in cracked at the feet and battery door broken). The unit was powered on by battery alone then the unit was connected to an ac cable and powered on. In both cases the device powered on and ran through post but there were no audible tones during start-up. Checked the volume control for the buzzer and turned it to maximum. Restarted the unit and there were still no tones. The pcb was removed and examined under a microscope. This unit was found to have a pcb which had onboard damage to u14(pins and runs pulled) which did not allow the buzzer to receive signals for audio alarm initiation. A formal corrective and preventative action investigation has been opened to address this issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that the unit has no audible sounds. There was no patient involved.